Manufacturer narrative:
The solitaire platinum revascularization device (model: srd3-4-20-05 lot: a598460) was returned for analysis within a shipping box and within two sealed pouches. The (microvention) sofia plus catheter used in the event was not returned. When compared to the product drawing ~11.0cm of the distal portion of the solitaire platinum revascularization device was returned for analysis. The pushwire was found broken at ~7.5cm from the attachment zone. When compared to product drawing ~177.0cm of the pushwire was found missing and not returned (pushwire total length specification: 1840mm ± 5). The reason for the remaining portion of the pushwire not returning was not provided. The pushwire was found separated within the shrink tubing. No bends or kinks were found with the pushwire. The marker coil was found pulled back from the attachment zone for ~3.5cm. No damages or irregularities were found with the marker coil. No damages or irregularities were found with the attachment zone. The stent tear drop strut was found bent at the attachment zone. The stent non-working length struts were found in good condition. Two stent middle working length struts were found broken. In addition, two working length (finger marker) struts were found broken and missing with the remaining finger marker missing. The stent will be sent out for sem (scanning electron microscopy) analysis for failure analysis of the pushwire and stent struts. No other anomalies were observed. Due to its damaged condition the solitaire platinum revascularization device could not be used for resistance testing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Per the scanning electron microscopy (sem) analysis report, the working length (finger marker) strut broken end width and thickness were measured to be within specification. The failure mode for this strut was due to ¿tensile overload and ¿shear overload¿. The stent middle working length strut¿s width and the thickness were measured to be within specification. The failure mode for this strut was due to ¿tensile overload¿. No other anomalies were observed. Due to its damaged condition the solitaire platinum revascularization device could not be used for resistance testing. Based on the device analysis and reported information, the report of ¿separation¿ was confirmed; however, the customer's report of ¿ resistance during retrieval¿ could not be confirmed and the cause could not be determined. In this event user error likely contributed to the event as the device was continued to be retrieved against resistance and excessive force was used. In addition, the device was used for a higher number of device passes (3) against the instructions for use (IFU). An investigation has been previously conducted regarding the ¿separation¿ issue. Product labeling was reviewed and provides several contraindications, complications, warnings, and instructions for the use and handling of the device in order to prevent damage and separation. Based on the investigation conducted, device separation can occur due to anatomical considerations such as level of tortuosity or variants of anatomy at the aortic arch or neurovasculature, delivery and retrieval friction, resistance where the forces applied to the binding of the solitaire device may be greater, higher number of device passes, guide catheter technique, guide / balloon catheters or intermediate catheter integrity issues such as kinking within the shaft, presence of a pre-existing extra/intracranial stenosis or calcified plaque, presence of hard clots / thrombus entanglement with overbending during the retraction process, alignment of the microcatheter with the proximal end of the solitaire device, removal of the microcatheter prior to retrieval of the solitaire device with or without clot. Per the instructions for use (IFU): for vessel safety, do not perform more than three recovery attempts in the same vessel using solitaire¿ platinum revascularization devices. For device safety, do not use each solitaire¿ platinum revascularization device for more than two flow restoration recoveries. To prevent device separation: do not oversize device. Do not recover (i.e. Pull back) the device when encountering excessive resistance. Instead, resheath the device with the microcatheter and then, remove the entire system under aspiration. If resistance is encountered during resheathing, discontinue and remove the entire system under aspiration. Do not treat patients with known stenosis proximal to the thrombus site. If excessive resistance is encountered during the delivery of the solitaire¿ platinum revascularization device, discontinue the delivery and identify the cause of the resistance. Advancement of the solitaire¿ platinum revascularizaton device against resistance may result in device damage and/or patient injury. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The solitaire device has not been returned for evaluation; product analysis could not be performed. The device was not returned; the reported event could not be confirmed and the event cause could not be conclusively determined. D. Suspect medical device brand name: solitaire fr 3 model number: srd3-4-20-05. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report of solitaire separation. The patient was undergoing mechanical thrombectomy of a thrombus located in middle cerebral artery (mca). It was reported that during the third pass, the solitaire was retrieved and broke approximately 4cm from the distal tip. Resistance had been experienced during retrieval. The solitaire was removed using a retrieval device. There were no reports of patient injury.